Manufacturer narrative:
The intraocular lens was returned to the manufacturer. Visual inspection showed a lens with one broken haptic, a torn optic and appears to have evidence of viscoelastic on it.

Manufacturer narrative:
Prior to release to market the iol met all manufacturing specifications. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Correction: the date of this report: (B)(6) 2013. All pertinent information available to abbott medical optics has been submitted.

Event description:
We received a report where an intraocular lens (iol) was removed and replaced after the doctor noted the capsule had torn during insertion of the iol. In follow up the doctor indicated that he did not think the iol caused the capsule tear. No additional information was provided.